Event description:
It was reported by service report that the power cord was missing the ground prong. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: power cord plug missing ground prong.